Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter phone number: +(B)(6).

Event description:
It was reported that the balloon had deflation issues. The stenosed target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was bulging inside the balloon. After performing negative pressure, balloon had deflating difficulty. The outer diameter was large, which made it impossible to cross the guiding and reach the lesion when delivering the balloon. The procedure was completed with a different device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter phone number: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The balloon was inflated to the rated burst pressure of 12 atmospheres, held pressure and deflated in under two seconds without issue. The encore inflation device was verified before and after the procedure using a druck gauge. The device was able to track through a 5 french guide catheter without issue.

Event description:
It was reported that the balloon had deflation issues. The stenosed target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was bulging inside the balloon. After performing negative pressure, balloon had deflating difficulty. The outer diameter was large, which made it impossible to cross the guiding and reach the lesion when delivering the balloon. The procedure was completed with a different device. There were no complications reported, and the patient was stable post procedure.